Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found clogging the sub-water supply channel, other evaluation findings are as follows: the angulation in the up direction and the gap on the upward/downward knob were out of standards due to a worn angle wire; switch#2 and 3 were cut off; the light guide bundle was abnormal; the light guide lens and the bending section cover adhesive were broken; the connecting tube was discolored with a peeled off coating; and switch#1 was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the device's angulation worked, however, the control knob felt too stiff during preparation for a diagnostic procedure. The intended procedure was completed using a similar device, and there was no report of patient harm. The device was returned, evaluated, and a foreign material was found clogging the sub-water supply channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.